Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Hardware parts replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that as returned, the fischer connector shell had been removed. The shell had been damaged and the tabs inside the connector were bent. The cable would not be able to connect to a mating connector. Otherwise, a continuity check also revealed an open from pin 15 of the hd26 connector to pin 6 of the fischer connector. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the connector where the surgeon monitor plugs into the navigation system was damaged. There was no patient present when this issue was identified.